Event description:
The manufacturer received information alleging a ventilator was alarming for a "service required" condition related to low inspiratory pressure. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation, and the customer's complaint was confirmed. The device's overhead blower filter and active exhalation control module need replaced to address the issue.